Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on this lead. Visual inspection revealed that was bent approximately 90 degrees where the molded insulation was torn apart and the outer coils stretched, directly under the suture tie-down, at the distal end of the terminal ring. This damage was likely incurred during the explant procedure. The lead passed the continuity test. The lead body was also noted to be twisted/curled at the mid-section possibly due to twiddler's syndrome. The allegation of a lead body damage was confirmed.

Manufacturer narrative:
(B)(4). This lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a routine follow up, this right ventricular (rv) lead exhibited loss of capture with observed asystole less than two seconds duration. Fluoroscopy was performed and determined that this rv lead had been pulled back at some point. The impedance and sensing measurements were normal. It was noted, however, that this rv lead did capture but only in unipolar programming and at a pacing threshold of five volts. The patient underwent a procedure in which this rv lead was surgically abandoned and a new lead was implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
Subsequent information received indicated that this previously abandoned rv lead and the currently active right atrial (ra) and rv leads have pulled further back into the superior vena cava due to the patient suffering from twiddler's syndrome. Additionally, this rv lead also exhibited undersensing and incurred lead body damage. This lead was subsequently explanted along with the system. A new system was implanted. No additional adverse patient effects were reported.

Event description:
--